Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a revision procedure was performed wherein this system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this product will be part of a system revision due to infection. There were no additional adverse effects reported. The product remains in service at this time.